Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The patient's attorney did not allege any specific device failure and no specific post-operative complications were alleged. A sample was not returned for further evaluation. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014 - the patient was diagnosed with a cystocele and underwent a cystocele repair using a bard/davol bard flat mesh and a non bard/davol "alloderm" graft. Attorney alleges unspecified adverse patient outcomes associated with use of device.